Manufacturer narrative:
The device has not been returned. The allegation of infection was not supported by testing of the site or treatment with antibiotics. It cannot be confirmed that the skin irritation/reaction was an infection. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported alleged injury. Infection can occur from the following: 1. Non-sterile dressing applied to patient. 2. Product with low adhesion applied to patient. 3. Incorrect dressing application. 4. Dressing with significant edge lift left on patient. Complaints were reviewed with no adverse trend observed. Solventum will continue to monitor.

Event description:
A user facility reported having an increase in infections with use of 3m¿ tegaderm chg chlorhexidine gluconate i.v. Securement dressing. The skin irritation was observed under the chg gel pad on the patient's left internal jugular (ij) central line. Symptoms included slough, discoloration and redness of the skin. The site was cleaned with an antiseptic and silvadene cream was applied daily. The patient's line was removed and replaced. The slough was decreasing and antibiotics were not required.